Manufacturer narrative:
The tandem t:slim pump user guide indicates that the cartridge is for single use only and novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. In addition, the user guide stated to change the infusion set every 48¿72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly, the customer uses the cartridge and infusion set for longer than 3 days.